Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2022, the director of shenyang sixth people's hospital operated on the patient in ccu. During the operation, the femoral artery was punctured. Just after the puncture, the machine gave an alarm after the counterpulsation about 1 minute. The sheath tube was broken, and blood leakage occurred. There was a report of patient's death; however, the physician made the medical judgement that the device did not cause or contribute to the patient's death". Additional information received stated "date of death was (B)(6) 2022, since the patient died at home, the specific time is unknown. The cause of death was reported as multiple organ failure in advanced stage of tumor".

Manufacturer narrative:
(B)(4) returned within the original packaging box and loosely packed were supplied 40cc inflation driveline tubing and data-scope driveline tubing; no damage or abnormalities were noted to the returned driveline tubing. An additional package was returned at a later date. Returned within the package was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) and the serial number on the returned iabc matches the serial number on the previously returned original packaging box. The sample was loosely packed within a yellow bio-hazard bag. Returned with the iabc were kit components including 60cc luer-slip syringe, 2x long arterial pressure tubing, 2x short arterial pressure tubing, 2x 0.025" guidewire, 9fr super arrow-flex sheath, 8fr pre-dilator, 9fr dilator, 9.5fr dilator, 30cc inflation driveline tubing, 7fr pre-dilator, 8fr teflon sheath, 8fr super arrow-flex sheath, 2x 8fr dilator, 2x semi-finished iabc packaging tray and a semi-finished insertion tray. The returned 30cc inflation driveline tubing, 7fr pre-dilator, 8fr teflon sheath, 8fr super arrow-flex sheath and 2x 8fr dilator are noted to be from a 30cc intra-aortic balloon catheter (iabc) kit. Slight bend(s) were noted on the returned dilators. No other visual damage or abnormalities were noted to the returned components. No damage or abnormalities were noted to the returned original trays. Upon return, the iabc was noted withdrawn through the 9.5fr teflon sheath; the distal end of the teflon sheath was noted at the iabc distal tip. The hub of the 9.5fr teflon sheath appeared typical. Some damage was noted to the distal tip of the 9.5fr teflon sheath and was likely caused by moving the sheath over the bladder. The hemostasis cuff was noted disconnected from the iabc cath-guard. The one-way valve was tethered to the short driveline tubing. The exposed portion of the bladder was fully unwrapped. Numerous kinks to the iabc central lumen were noted at iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The returned 9fr super arrow-flex (saf) sheath was visually inspected. The returned sheath appeared used; dried blood was noted on the exterior/interior surfaces of the returned sheath and clear fluid was noted within the sheath sidearm. No visual damage or abnormalities were noted to the returned sheath. The hub and the tip of the returned 9fr saf sheath appeared typical. The sheath hub cap was removed, and the seal was visually inspected; no damage or abnormalities were noted. Vaseline/petroleum jelly was noted on the seal. The returned 8fr super arrow-flex (saf) sheath was visually inspected. The returned sheath appeared used; dried blood was noted on the exterior/interior surfaces of the returned sheath and clear fluid were noted within the sheath sidearm. No visual damage or abnormalities were noted to the returned sheath. The hub and the tip of the returned 8fr saf sheath appeared typical. The sheath hub cap was removed, and the seal was visually inspected; no damage or abnormalities were noted. Vaseline/petroleum jelly was noted on the seal. The returned 8fr teflon sheath was visually inspected; no visual damage or abnormalities were noted to the returned sheath. The hub and the tip of the returned 8fr teflon sheath appeared typical. The sheath hub cap was removed, and the seal was visually inspected; no damage or abnormalities were noted. Vaseline/petroleum jelly was noted on the seal. The bladder thickness was measured at six points. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a syringe. No abnormalities or debris were noted. The one-way valve was connected to the iabc short driveline tubing, and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the 9.5fr teflon sheath was removed from the iabc bladder. Upon removal, no damage or abnormalities were noted to the iabc bladder. No other damage or abnormalities were noted to the 9.5fr teflon sheath (anp-2). The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A guidewire was back loaded through the iabc distal tip. Resistance was noted at multiple locations along the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 23.2cm, 24cm, 24.7cm and 25.4cm from the iabc luer, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. The 9.5fr teflon sheath was inserted into the t-tube and the t-tube was pressurized to 200mmhg. No leaks were detected from the sheath. The 9fr super arrow-flex (saf) sheath and sidearm was aspirated and flushed using a 60cc lab-inventory syringe; some blood exited. The 9fr saf sheath was inserted into the t-tube and the t-tube was pressurized to 200mmhg. No leaks were detected from the sheath and sheath sidearm. The 8fr teflon sheath was inserted into the t-tube and the t-tube was pressurized to 200mmhg. No leaks were detected from the sheath. The 8fr super arrow-flex (saf) sheath and sidearm was aspirated and flushed using a 60cc lab-inventory syringe; some blood exited. The 8fr saf sheath was inserted into the t-tube and the t-tube was pressurized to 200mmhg. No leaks were detected from the sheath and sheath sidearm. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "sheath tube was broken, and blood leakage occurred" is not confirmed. Multiple sheaths were returned for the investigation. During the investigation, no leak was noted from any of the returned sheaths. The returned devices passed functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported "on (B)(6) 2022, the director of (B)(6) hospital operated on the patient in ccu. During the operation, the femoral artery was punctured. Just after the puncture, the machine gave an alarm after the counterpulsation about 1 minute. The sheath tube was broken, and blood leakage occurred. There was a report of patient's death; however, the physician made the medical judgement that the device did not cause or contribute to the patient's death". Additional information received stated "date of death was (B)(6) 2022, since the patient died at home, the specific time is unknown. The cause of death was reported as multiple organ failure in advanced stage of tumor".